Event description:
Customer reportedly received result of 540 mg/dl on mobile system 1 and result of 190 mg/dl on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278079, expiration date 03/31/2013). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2.